Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported blood glucose value of 600 mg/dl. The customer reported hyperglycemia, hyperglycemia, hyperglycemia treated with manual injection/insulin pen, hospitalization: overnight stay, insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: sensor not working document treatment for high blood glucose: pump manual injection. The event involved product(s) mmt-332a, mmt-7040a, mmt-397a, mmt-1884. Customer reported high blood glucose. Troubleshooting was not performed. It was unknown if the customer using pump with in 48 hours. It was unknown if the auto-mode feature was active. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-397a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section h10 with this report.¿ this complaint is related to litigation and legal restrictions which do not currently allow completion of product analysis. The complaint is being closed based on the information currently available. If the restrictions are lifted or additional information otherwise becomes available, this complaint will be re-opened and re-evaluated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.